Event description:
It was reported that the asymptomatic dependent patient presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. The device battery had reached elective replacement indicator and immediate intervention was not performed. On (B)(6) 2017 the device was explanted and replaced. No additional information was reported.